Manufacturer narrative:
The subject device was returned to omsc for evaluation omsc confirmed that the coating of grasping section was partially missing. There were scratches on the probe tip. Omsc checked the probe, with no irregularities noted. When we closed the grasping section and activated seal mode, short circuit error did not occur.. The manufacturing record was reviewed, with no irregularities noted. These types of the coating damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. It was known that the reported error and scratches on the probe tip occurred when the user output the device contacting with something hard. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the probe damage error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the coating of grasping section was partially missing on (B)(6) 2017. It was not reported that the fragment of the coating fell into the patient.